Manufacturer narrative:
Cause of complaint traced to unintended user of device.

Event description:
A customer of a direct customer of mhc's (american health service) reported that syringe item 831365 lot 64331c "draw in extra air" causing them to lose a lot of product (botox and bacteriostatic saline).